Event description:
The customer alleged they received questionable ion selective electrode (ise) sodium results on their cobas 6000 c501 module analyzer, serial number (B)(4). A doctor called the laboratory and questioned the sodium results of his patients. The customer then performed quality control and the results were out of range low. The customer performed the monthly maintenance, and the quality control results were acceptable afterward. The customer stated they pulled all samples with sodium results below the normal range and repeated them on (B)(6) 2012. The customer stated 53 samples were repeated with 28 results that had to be corrected. The customer provided data for the 28 patients with corrected reports, of which 7 had discrepant results reported outside the laboratory. The samples were repeated on the same c501 analyzer. The first patient's initial sodium result was 131 mmol/l. The repeat result was 137 mmol/l. The second patient's initial sodium result was 132 mmol/l. The repeat result was 138 mmol/l. The third patient's initial sodium result was 130 mmol/l. The repeat result was 136 mmol/l. The fourth patient's initial sodium result was 133 mmol/l. The repeat result was 139 mmol/l. The fifth patient's initial sodium result was 133 mmol/l. The repeat result was 139 mmol/l. The sixth patient's initial sodium result was 126 mmol/l. The repeat result was 132 mmol/l. The seventh patient's initial sodium result was 128 mmol/l. The repeat result was 134 mmol/l. The repeat results were considered correct. There were no adverse events. The field service representative went on-site. The customer determined the sodium electrode was defective. The customer replaced the electrode. The customer performed calibration and quality control with acceptable results. The customer has been running the analyzer with no issues since (B)(6) 2012.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.